Manufacturer narrative:
(B)(4) analysis performed on 3 opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoirs passed occlusion test.

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump during a prime after an infusion set change and rewind. The customer's blood glucose level was 97 mg/dl. Standard troubleshooting was performed. It was discovered that the alarm was caused by a reservoir or infusion set occlusion; the alarm was resolved by a reservoir and infusion set change. The product is being returned. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.